Event description:
The field service engineer reported on behalf of the facility that a colleague infusion pump had a damaged battery; this condition had the potential to interrupt delivery. It is unknown when this condition occurred. According to the hospital representative, it is unknown if there was any patient involvement, injury, or medical intervention related to the device. This device is a remediated colleague pump with a user interface module software version of 5.09.90. No additional information is available.

Manufacturer narrative:
(B)(4). Additional investigation is being conducted through (B)(4).

Manufacturer narrative:
(B)(4). The customer's reported condition of a colleague infusion pump with damaged battery was confirmed but not reproduced. The cause of the reported condition was determined to be faulty main batteries; however, upon review of the event history log it was apparent the customer did not follow the instructions in the manual on charging the battery correctly and the failure is due to use/user error. The main batteries and battery harness were replaced to fix the reported condition. Should additional information be received, a follow-up medwatch will be submitted.